Event description:
The customer reported to olympus that after the completion of an endoscopic retrograde cholangiopancreatography (ercp) procedure, during post-procedure evaluation of the duodenoscope, the single use distal cover was noted to be missing. The patient was made aware of the issue and returned to the procedure for esophagogastroduodenoscopy (egd). The single use distal cover was located in the patient stomach and retrieved without any adverse event. The case was completed and the patient was transferred to the recovery room and discharged. This complaint required two reports: (B)(6): maj-2315, (B)(6): tjf-q190v. This medwatch report is for patient indentifier: (B)(6).